Manufacturer narrative:
(B)(4), per DHR the product hemolok l clips 3/cart 42/box lot# 73e2100910 was manufactured on 05/31/2021 a total of (B)(4) pieces. Lot was released on 06/09/2021. DHR investigation did not show issues related to complaint. P/n 544243 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 samples were taken from the current production p/n 544230 hemolok ml clips 6/cart 84/box, lot# 73l2100831, the samples were functionally inspected, and during the test issue reported "clips not closing/locking" was not observed in the current manufacturing process. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
On (B)(6) 2021, when clip was used in the operation, it was found that the blood vessel was not tightly clipped and loosened, so it was replaced with a new one to complete the operation.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2021, when clip was used in the operation, it was found that the blood vessel was not tightly clipped and loosened, so it was replaced with a new one to complete the operation.